Manufacturer narrative:
Results evaluations: the hosp has sent back unopened samples of three different lots for investigation. The event sample was disposed of and the user facility is not sure which lot the event occurred with. The samples have been forwarded to our mfg site. A review of our complaints history revealed this to be the first complaint for the three suspect lot numbers. A review of the instructions for use contain a precaution: extreme care should be taken not to cut the catheter and possibly cause an embolus: do not use scissors or sharp instruments near i.v. Catheters. Needles which extend into a catheter may pierce and/or sever the catheter. Never advance the introducer needle inside the catheter once the needle has been retracted or withdrawn. If venipuncture is not successful, discard both needle and catheter after engaging the safety mechansim. If the investigation shows that this was not due to improper technique then a follow-up report will be submitted.